Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
'Maternal pulse appears to have differences in variability depending on the source of the maternal pulse and this can be confusing.' A patient (fetal) death was reported, but no connection was made between monitoring and the patient death.

Manufacturer narrative:
The customer uses the toco maternal pulse (mp) transducer and often switches to spo2 sensor for the maternal heart rate (mhr). The customer reported a handful of cases which they felt were "difficult to interpret", one reported case was a fetal death on july 6, 2017. The customer was not citing a specific case but asking for general guidance in use of their new equipment as they were experiencing a learning curve in using toco mp transducer and finding differences in old versus new technology. The customer feedback was submitted as the customer requested further support. The clinical specialist (cs) evaluated the issue with the customer during an onsite visit and provided guidance in use of the new equipment. The cs answered the customer's questions regarding the difference in the appearance of the tracing depending on the used source. The cs explained that the maternal pulse from spo2 is averaged and from toco it is not. This difference in source and technology accounts for a difference in variability depending on the source. The clinical specialist (cs) also provided the picture of a trace to philips product support engineering (pse)., but it is unclear if this picture is related to the reported adverse event. The trace was printed from the 3rd party central system "ge centricity" without identification from which source the mp parameter was derived. The picture shows two heart rates. The pattern of the trace looks as if the mhr was derived from spo2 pulse. If tocomp and spo2 are connected at the same time, the mhr of spo2 receives the priority to be displayed on the trace. This issue was resolved by instructing the customer about the variability of the maternal pulse depending on the source. The equipment remains at the customer site and is still in use. This case does not represent a malfunction of the device. This issue was resolved by instructing the customer about the variability of the maternal pulse depending on the source. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.